Event description:
A caller, calling on behalf of a customer, reported that on (B)(6) 2019 customer¿s adc blood glucose meter displayed a ¿pc¿ message instead of a reading. Caller noted that at the time, the customer was experiencing ¿severe abdominal pain and vomiting¿. Caller noted customer contacted his hcp and was advised by the office to go to a hospital. Upon arrival at the emergency room, a reading of 360 mg/dl was received on an unspecified device and he was admitted. Customer was treated with 250 ml of normal saline via intravenous infusion and an unspecified amount of lasix (furosemide, a diuretic). He was also given zofran (ondansetron, an antiemetic) via intravenous infusion to stop the vomiting. Customer was transferred to a different hospital and then discharged on (B)(6) 2019. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. Visual inspection was performed on the reader and no issues were observed. Meter powered on with button depression and insertion of strips. The meter did not display pc on display screen when inserting the battery. No malfunction or product deficiency was identified.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported that on (B)(6) 2019 customer¿s adc blood glucose meter displayed a ¿pc¿ message instead of a reading. Caller noted that at the time, customer was experiencing ¿severe abdominal pain and vomiting¿. Caller noted customer contacted his hcp and was advised by the office to go to a hospital. Upon arrival at the emergency room, a reading of 360 mg/dl was received on an unspecified device and he was admitted. Customer was treated with 250 ml of normal saline via intravenous infusion and an unspecified amount of lasix (furosemide, a diuretic). He was also given zofran (ondansetron, an antiemetic) via intravenous infusion to stop the vomiting. Customer was transferred to a different hospital and then discharged on (B)(6) 2019. There was no report of death or permanent injury associated with this event.